Event description:
Customer reported that while running an htlv I/ii assay, summit sample handler did not pipette sample in well positions b7, c7 and d7 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.